Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep repaired the stator return signal wire. A stator test was performed and the rep was unable to duplicate the error. The system operates as intended.

Event description:
It was reported that the 9800 system boots with the stator not on. An error code is displayed. This incident is isolated to an open stator return signal wire that is located in the high voltage cable assembly. No pt injury was reported.